Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label insertion site, on (B)(6) 2025. On (B)(6) 2025, patient passed out at the story and did not mention having any symptoms prior to passing out. Prior to passing out, the cgm was 72 mg/dl; when paramedics arrived, a bg was checked after the patient regained consciousness and it was 36 mg/dl. The patient was provided coke and declined to be taken to the hospital. The patient went home and took glucose tablets. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.